Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of (B)(4) (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going h3 other text: device not returned.

Event description:
Country of complaint: germany. While usage of the product during the surgery some metal cuttings appeared from the device. Further some corrosion is visible on the product, although it is as good as new and had only passed five times the sterilization process.

Manufacturer narrative:
Investigation: after dismounting the device, several damages could be found: the tips of the cutting roller are sheared off. The cutting roller was not mounted correctly, thus the bearings were shifted and worn. Traces from the gearwheel of the cutting insert are recognizable on the roller. Residues from a surgery can be found on the roller. Batch history review: the device quality and manufacturing history records have been checked for the available lot number. The device history file has been checked and found to be according to our specification valid at the time of production. No similar incidents have been filed with products from this batch. Conclusion and root cause: based on the information available as well as a result of our investigation the root cause of the failure is most probably user related. Rational: the cutting roller was not mounted correctly, thus the bearings were shifted and worn. Corrective action: according to sop sa-de13-m-4-2-01-010 a CAPA is not necessary.